Event description:
It was reported that the pulse generator exhibited backup (vvi reset) operation. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the wire bond joints were broken at the radio frequency flex module which resulted in the reported backup.